Manufacturer narrative:
The device history record, manufactured date and expiration date have been provided. The device history record (DHR) for the lot number 17677012l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Corrected from ¿device evaluation anticipated, but not yet begun¿ to ¿other¿. Therefore, no device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Still pending is the manufactured date, therefore, a supplemental report will be submitted to update the expiration date, manufactured date. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a thermocool smarttouch sf catheter and a smartablate generator. It was reported that there was char on the tip of the catheter. The temperature went to 37 degrees. The catheter was replaced and the issue resolved. There was no patient consequence. Pictures were received august 8, 2017 and it was noted that the material reported as char looked red/brown. Response received on august 10, 2017 clarifies that the material found on the tip of the catheter was a clot and not char. Heparin was used. The clot was assessed as a reportable malfunction under the thermocool smarttouch sf catheter. The presence of clot on the catheter does not represent a serious injury in itself nor the result of device malfunction. However, since a clot has poor adherence to catheters and transseptal sheaths, it could be a potential source of embolism. The awareness date for the clot is reset to august 8, 2017 when the pictures were received. Response received on august 10, 2017 also clarifies that the temperature cut-off value was 37 degrees warning,40 degrees cut-off and power control mode at 30 watts. Temperature went from 32 degrees to 40 degrees. On 8 separate ablations, the smartablate generator continued ablating even when the default temperature cut-off for the a thermocool smarttouch sf catheter was exceeded. No error message was displayed. The high temperature (higher than cut-off value) without showing an error and not stopping the ablation was assessed as a reportable malfunction under the smartablate generator as this could potentially cause patient injury. The awareness date for this issue was reset to august 10, 2017 when the additional information was provided.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 9/7/17. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial flutter left (l-afl) procedure with a thermocool smarttouch sf catheter and a smartablate generator. It was reported that there was char on the tip of the catheter. The temperature went to 37 degrees. The catheter was replaced and the issue resolved. There was no patient consequence. Pictures were received august 8, 2017 and it was noted that the material reported as char looked red/brown. Response received on august 10, 2017 clarifies that the material found on the tip of the catheter was a clot and not char. It also clarified that the temperature cut-off value was 37 degrees warning,40 degrees cut-off and power control mode at 30 watts. Temperature went from 32 degrees to 40 degrees. On 8 separate ablations, the smartablate generator continued ablating even when the default temperature cut-off for the a thermocool smarttouch sf catheter was exceeded. No error message was displayed. The returned device was visually inspected and during the first visual inspection it was found char on the catheter tip, however, during the second visual inspection no char was observed, this could be related to the decontamination process during the first inspection. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then a cool flow pump test was performed and the catheter passed specifications, the catheter was irrigating correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the char on the tip has been verified. However, the catheter functionality was found within specifications. No issues were observed. Additionally, char is a physical phenomenon of radiofrequency. It can be the normal result of the ablation process. Manufacturer's ref. No: (B)(4).